Event description:
As received from a voluntary medwatch a palmaz genesis stent was introduced into the left iliac artery and was determined to be too short. It was attempted to be removed from patient before deployment but became dislodged from stent balloon because of a stent strut placed in previous procedure. The stent came off the balloon and was retrieved with a snare.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. This was event reported under voluntary medwatch (B)(4).

Manufacturer narrative:
As reported, a palmaz genesis stent was introduced into the left iliac artery and was determined to be too short. An attempt was make to remove the device from the patient without; however, the stent became dislodged from the delivery system due to a stent strut which had been placed in a previous procedure. The stent came off the balloon and was retrieved with a snare. There was no report of patient injury or detail of how the procedure was completed. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device the reported withdrawal difficulty and dislodgement could not be confirmed and the exact cause could not be determined. Based on the information available for review, there are procedural factors (the stent became caught on a previously implanted stent during withdrawal) that may have contributed to the withdrawal difficulty and ultimately dislodgement of the stent. Neither the information available nor the DHR suggests that the reported issue could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.